Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had the device removed and she no longer has the paddles in her back. The patient said that it was removed because of a lot of different reasons. She said that she did not use it because it did not help her. The battery was dead and was creating all kind of problems when she tried to get an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient stopped charging about 3 years ago because since implant the device never worked to the patient's satisfaction and it was hard to get it positioned. The patient became aware that they could no longer charge on (B)(6) 2019. The implantable neurostimulator recharger (insr) was unable to communicate with the implantable neurostimulator (ins). The patient an unrelated MRI scheduled. The patient was directed to their health care provider (hcp) to address the inability to charge before putting the ins in MRI safe mode. Additional information was received from the manufacturer representative noting that the patient needed a new recharger. Additional information was received from the manufacturer representative (rep) (B)(6) 2019. The patient was unsatisfied with her device because did not give her relief. The cause was not determined. The battery was jump started. A new recharger was requested because the patient's recharger was broken. Additional information was received from a healthcare provider (hcp) reporting that the patient needed an mir and the patient stated that they had not used their scs in awhile and the ¿batteries would not charge at all¿. The caller was unable to clarify further. Additional information was received from the rep reporting that the patient called them today upset because they were told they could not have an MRI if they could not put their device into MRI mode. It was reiterated that the patient had not used their device in a while. The rep stated that over a year ago the patient¿s device went into over discharge and that they had met with the patient and it took a couple attempts to jump-start the ins, but the patient was able to get the battery recharged and put into MRI mode so they could have a scan done. Since then, the rep stated that the ins had died again and was in overdischarge. The rep noted that their ins had been jump-started 2 to 3 times. Additional information was reported that the patient was told if battery is dead she can have form filled out by physician for MRI. Patient was told where to find MRI eligibility form online. Clinical specialist also offered to meet with patient to jumpstart battery but patient declined and stated battery has been dead for over 1 year and has already been jump started many times. The patient got their form filled out, and the rep thinks this is the patient's third overdischarge.